Event description:
In 2008, the patient was implanted with a gore excluder aaa endoprosthesis for treatment of renal impairment. On thirteen days later, a post implant CT was performed and revealed compression of the device, located distal to the flow divider. The physician believes that a flow lumen disturbance may have attributed to the compression. On the next day, a reintervention occurred with four bare metal balloon expandable 10mm stents deployed inside the device to expand the compressed area. The patient tolerated the procedure with no adverse events reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.